Event description:
It was reported that patient this pacemaker was explanted due to infection. This is considered a life threatening situation and surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.

Event description:
It was reported that patient this pacemaker was explanted due to infection. This is considered a life threatening situation and surgical intervention was required to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field d6b: explant date.